Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right atrial (ra) lead exhibited varying low voltage impedance. The patient presented for lead replacement procedure and noted that the ra lead was separated from the clavicle, and it was confirmed via diagnostic imaging. The ra lead was explanted and replaced with the new lead. Patient condition was stable.

Manufacturer narrative:
The reported events of low lead impedance, clavicle crush and conductor fracture were confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found clavicle crush damage of all filars of the inner coil fractured/separated. The cause of the reported events was due to all filars of the inner coil fractured consistent with clavicular crush.